Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system unexpectedly shutdown during a case and confirmed its failure. The issue was resolved when 3.1 cranial software was reinstalled. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement. It was reported that, during an axiem shunt case, the system unexpectedly shut down. When the system came up again, the site went back to the patient registration. However, an error that stated "cannot use current registration with current patient tracker" occurred. The site did not choose the correct patient tracker, however, the patient tracker was not an option on the instrument page. The site chose to re-do registration and were able to continue to navigation. The patient tracker was green, even though the stingray was not the patient tracker chosen. There was a less than 1-hour delay to the procedure and no impact on patient outcome.